Manufacturer narrative:
The pump was returned to animas on 03/30/2012, at which time the pump was dispositioned as a sample and scrapped; therefore, the pump was not available for investigation when this complaint of a cracked battery compartment was received.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.